Event description:
It was reported that the bd alaris¿ pump module infusion set experienced flow issues. The following information was provided by the initial reporter: flow stopped at filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-apr-2022. H6: investigation summary: one used sample (model #2202-0007) was returned for investigation. It was reported that the lipids failed to prime. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed initial flow, but then slowed almost to a halt after a few seconds, and was unable to prime within a reasonable time. The customer complaint can be verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier attempted to prime the filter. They found that there was flow downstream although the air was unable to be eliminated from the vent membrane. This suggested that the vent membrane coupons had potentially been wetted out following use with lipids. The filter was then flushed with ipa/water in an attempt to restore the vent membranes integrity. After drying of the filter, it was successfully primed. Flow rate testing was then performed on the filter, and it was observed that there was a reduced flow compared to the typical flow rate. This could be due to the lipid plugging the membrane during use with the customer. Due to no manufacturing root cause being determined there will be no further action taken at this time. A device history record review for model 2202-0007 lot number 22015460 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module infusion set experienced flow issues. The following information was provided by the initial reporter: flow stopped at filter.